Event description:
The customer called technical support (ts) reporting that the device has a ec 100b watchdog test failed message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the that it has a vent inop 100b. The customer informs that it happens every time he powers on the unit. The rse recommended to replace the central processing unit printed circuit board assembly (cpu pcba) board and provided parts ID to the customer. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered cpu pcba board replacement aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Based on information provided and/or service performed, the customer's alleged malfunction is confirmed.